Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, sleep current measurement, active current measurement and self test. The pump was received with broken battery tube threads, cracked case at the battery tube side and customer applied adhesive at the battery compartment. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, low battery alert, unexpected power loss alarm, replace battery alert, or replace battery now alarm noted in the pump trace download on the event date 07-may-2022. Please see below for the power loss alarm/battery out limit alarm listed on the event date. 05/07/2022 21:02:31.000 alarmalertnotification (40) faultnumber: battoutlimit (6). 05/07/2022 21:20:09.000 alarmalertnotification (40) faultnumber: battoutlimit (6). 05/07/2022 21:20:17.000 alarmalertnotification (40) faultnumber: battoutlimit (6). 05/07/2022 21:22:39.000 alarmalertnotification (40) faultnumber: battoutlimit (6). 05/07/2022 21:22:47.000 alarmalertnotification (40) faultnumber: battoutlimit (6). 05/07/2022 21:28:37.000 alarmalertnotification (40) faultnumber: battoutlimit (6). 05/07/2022 21:28:45.000 alarmalertnotification (40) faultnumber: battoutlimit (6). The test battery was removed and reinserted with no failed battery test alarm noted. However there were multiple failed battery test alarm on the pump history file on the event date 07-may-2022 due to the customer's battery inserted on a battery change does not have sufficient voltage. 05/07/2022 15:52:11.000 alarmalertnotification (40) faultnumber: failedbatttest (58). 05/07/2022 15:52:12.000 alarmalertnotification (40) faultnumber: failedbatttest (58). 05/07/2022 15:56:45.000 alarmalertnotification (40) faultnumber: failedbatttest (58). 05/07/2022 15:57:04.000 alarmalertnotification (40) faultnumber: failedbatttest (58). 05/07/2022 17:05:45.000 alarmalertnotification (40) faultnumber: failedbatttest (58). 05/07/2022 17:05:51.000 alarmalertnotification (40) faultnumber: failedbatttest (58). Failed battery test alarm was not confirmed. Cosmetic damage at the battery compartment was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.